Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2024 it was reported by a sales representative via sems-06721714 that an ar-9512 universal revs stem/cup extract adapter handle and an ar-611-4 tibial impactor were both broken. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-9512, arthrex univers revers¿ stem/cup extraction adapter handle, batch 37622246, was returned for investigation. Upon visual inspection it was noted that the threads on the distal tip were stripped. Additionally, discoloration and fading were noted on the shaft. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.